Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported that they had a loss of therapy and they were a shaking. The patient started shaking about two hours prior to this report. The implantable neurostimulator (ins) was half charged when checked with the recharger. When the patient tried to check the ins with the patient programmer, they got a change the programmer batteries screen. The patient had changed the programmer batteries the week prior to this report. After the patient changed the batteries, they were able to sync with the ins and the ins was found to be off. The patient was able to turn the ins on and they were shaking less, but it was unknown if the issue was resolved. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.